Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured between november 1, 2022 - november 3, 2022. The actual device was received for evaluation without containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The infusor sample was determined to be conforming product. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The infusion was scheduled to be completed within 48 hours, but the actual infusion time was over 12 hours later. The device contained fluorouracil (5-fu). The filling volume was 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.